Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. It was reported that the valve was deployed deep in the native annulus and resulted in severe pvl. However, the exact implant depth was not provided. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so that the skirt is within the aortic annulus. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. A conclusive cause of the deep implant could not be determined from the limited available information.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated severe paravalvular leak (pvl) due to a deep implant. The valve was withdrawn from the annulus and left implanted in the descending aorta. A second transcatheter bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.